Event description:
It was reported that the patient underwent a tactra surgery since the right cylinder was pressing out lateral on the shaft and threatened a lateral extrusion. No information regarding the outcome of the patient or about the placement of a new device was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra underwent a thorough analysis. The cylinders were visually and microscopically examined. Both cylinders had sharp instruments damaged that are considered secondary failures. Based on the information available and analysis results, the reported clinical observation of malposition of the device was not confirmed.